Event description:
It was reported that this right ventricular (rv) lead head a gradual increase in the shock impedance reaching to an out-of-range of 139 ohms. Technical services (ts) reviewed this case and stated the issue is most likely due to calcification. The reported measurement is getting close to the value of 145 ohm, which would then could cause a shock energy truncation. Ts recommended to bring the patient in clinic for a commanded shock to determine shock impedance during therapy delivery. Further information was received indicating the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual increase in the shock impedance reaching to an out-of-range of 139 ohms. Technical services (ts) reviewed this case and stated the issue is most likely due to calcification. The reported measurement is getting close to the value of 145 ohm, which would then could cause a shock energy truncation. Ts recommended to bring the patient in clinic for a commanded shock to determine shock impedance during therapy delivery. Further information was received indicating the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported. According to additional information, this lead was explanted due to the aforementioned high shock impedances and suspected calcification. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.